Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported event could not be conclusively determined through this evaluation. The patient remained ongoing on (B)(6) until they expired on 19may2014 (captured under MFR. Report # 2916596-2023-03183). No further information will be provided at this time, per the account. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. C) lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The instructions for use cautions: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿

Event description:
It was reported that a centrimag was placed on (B)(6)2013, indicating right heart failure.